Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were trying to charge the implant today and saw software problem 1 intellis, 2 3. 0, 3 243, 4 qf_ port and now they cannot charge. Patient service specialist walked patient through removing the battery pack and re-insert the battery and patient confirmed the message is cleared. Patient stated the controller battery is 80% and the implant is 80%. Patient mentioned they have been on a plane for 30 hours and now they see stimulation is off. Patient confirmed they did not press the stimulation on/off button. Patient was able to turn stimulation back on and confirmed the implant was charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue.